Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false detection of a loaded set, which was not experienced during the eval. Review of the event history log shows reload set alarms. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump falsely detected a loaded set. It was also reported there was no patient injury.